Manufacturer narrative:
Samples received: 1 open and used suture with the needle detached and 35 closed pouches. Analysis and results: there are no previous complaints of this batch. (B)(4) were manufactured and almost all distributed, there are (B)(4) units in stock. Received 35 closed samples and an open and used suture with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have conducted rotation test in the closed samples received and two out of the 35 units received break easily next to the needle. Then the detachment of the needle can be caused by too much thermal treatment in the manufacturing process, which causes that the thread is burned at the end and breaks easily in the attachment area. The open sample received shows the same incidence. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the thread detached from the needle.